Manufacturer narrative:
H10: the device was received for evaluation with a disconnect cap attached to the titanium spike. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing leak testing was performed with the disconnect cap attached to the titanium spike and no leak was observed. Clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of the titanium transfer set and the tsunagu set. When the leak occurred, the twist clamp was in closed position.this was observed during use of the devices for peritoneal dialysis therapy. The transfer set had been in use for five months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.